Event description:
A customer contacted beckman coulter regarding an erroneously low prostate specific antigen (psa) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for psa and a result of 8.519ng/ml was obtained. The customer re-tested the original sample for psa as the initial result was high. The repeated psa result was 0.076ng/ml. The customer then re-tested the original sample for psa once more and the repeated result of 8.828ng/ml was in agreement with the initial result. There was no report of change to patient treatment.

Manufacturer narrative:
Qc and system check information was not provided. Pre-analytical sample handling information was not supplied. A field service engineer (fse) was dispatched to the customer's lab: the fse collected data for review. However, no specific information is available. No additional information regarding this event was provided. The event was reviewed with limited information. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.